Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. Based on the findings, service determined that the proximate cause of the customer reported issue was due to wear of the door latch assy. A review of the device history record for sn (B)(4) was performed from 09/26/2013 to 9/11/2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were no production failures which correlate to the customer reported issue.

Event description:
Customer reported alarm - error codes / messages. It was reported there was no patient involvement.